Event description:
It was reported that the device had missing key and bolus card. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of missing key was not confirmed and missing bolus cord was confirmed. On 12-aug-2024, pca was received unboxed and with paperwork. Pca when attached to lab pcu passes asm functional testing. Visual inspection revealed the key is present on pca unit, but the bolus cord is missing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the bolus cord. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.